Manufacturer narrative:
The consumer posted a review on amazon.com. No additional follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left an amazon review for inteliswab (B)(6) 2023 stating the following: 'defective, spouse was diagnosed with covid but test didn't detect it defective'.

Event description:
Consumer left an amazon review for inteliswab (B)(6), 2023 stating the following: 'defective, spouse was diagnosed with covid but test didn't detect it defective'.